Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2012 according to the complainant, at approximately three minutes into the ablation phase, fluid was visualized leaking from the patient's cervix. The procedure was immediately aborted. The physician noted a "blanched" area on the posterior lip of the cervix between 2 cm and 3 cm in size and first degree in severity. Silvadene cream was applied to the affected area. There were no further complications reported with this event. The patient is reported to be "fine." An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.